Manufacturer narrative:
Event date was the (B)(6) 2017. Device evaluation summary: the nanocross 0.014¿ in over-the-wire pta balloon dilatation catheter was received for evaluation. All components of the nanocross were accounted for. Contrast residue was noted on the exterior of the dilatation catheter. Several kinks were noted along the length of the dilatation catheter. Kinks were noted approximately 37.5cm, 91.7cm, 98.1cm, 145.1cm and 145.5cm distal of the y-manifold printed strain relief. A longitudinal tear was noted within the balloon chamber and a twist/kink was noted in the inner guidewire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a nanocross pta balloon catheter to treat a 60mm plaque lesion in the anterior tibial artery. The vessel was non-tortuous and had a 2.4 mm diameter. No damage was noted to the device packaging. The procedure used a 5fr non-medtronic sheath and a non-medtronic guidewire. The vessel was not pre-dilated. No resistance was encountered during advancement of the device and the device did not pass through a previously deployed stent. It was reported that the balloon burst occurred during the first inflation at 8 atm. All balloon fragments were collected. This balloon was used after the expiry date. A new nanocross 2.5/ 80mm balloon was used to complete the procedure. No patient injury was reported.